Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was not displaying an image due to a defective cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus 4k camera head loaner device, it was discovered that the unit was not displaying an image. There was no patient involvement during this event.